Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the cannula was inserted into the circuit and easily kinked causing blood flow obstruction. The cannula was held straight and blood flow returned. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.